Event description:
The customer reported suppressed results and indeterminate flags for b-type natriuretic peptide (bnp), for three patients, involving unicel dxc 600i synchron access clinical system. The customer attempted to calibrate the bnp reagent pack, which failed due to no value flags. The customer acknowledged the bnp reagent pack was loaded incorrectly contributing to the event. The erroneous patient results were not released out of the laboratory. Beckman coulter customer technical support (cts) guided the customer in removal of the reagent pack from the carousel and advised that the reagent pack cannot be reused. The customer visually inspected the reagent pack and confirmed that it had not been punctured. There was no report of patient consequence or change in patient treatment associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone and did not question system performance.